Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over for 1 patient. A technical support specialist (tss) confirmed that no additional information was available regarding which orders did not cross for the patient. After dialling into the server, it was noted that the patient had been discharged on the same day. The tss then emailed the customer with the findings and advised that the case would be marked as completed due to the patient¿s discharge. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medications were not crossing over from cerner to pyxis on 2 south for one patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.